Event description:
Complainant alleged that while responding to the call of a (B)(6) , male pt who fel outside of the hospital, the device displayed a "defib fault 108" message upon an attempt to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
The device was returned to (B)(4), the malfunction was observed and the hv module was replaced to resolve the malfunction. The device was recertified and returned to the customer. The hv module was returned to zoll medical us. The malfunction was duplicated and attributed to a faulty safety relay on the hv module. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.